Manufacturer narrative:
Due to character limitation. Initial reporter full name: (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had gas leak detected during user error (clinical). There was no patient harmed.

Manufacturer narrative:
A getinge field service engineer (fse) stated that this was a user error. The fse referred the customer the user manual and clinical representative. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
Na.